Event description:
As reported by the user facility: the rochester team has submitted the below reports on streamline tubing and has seen an increased amount of tubing sets with issues. Today, they had 12 sets with issues from lot number: 0062003898 and 0062004549. 11 sets had bubble issues, and one with an arterial pressure pod issue. The pod filled with blood during treatment and failed to register an arterial pressure on the machine. While the patient's blood was safely returned, the patient had to be set up on a new machine with a new tubing set. There was a similar issue last week with these lot numbers. Arterial pod malfunction. The arterial pod filled with blood and arterial pressure failed to register. Arterial pressure stayed at 24 and would not move or adjust. Rn attempted to troubleshoot with no success. Patient was able to have blood returned.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample was provided for evaluation. The sample was visually evaluated, and no defects were observed. Thereafter, the sample was occlusion tested and no occlusion/blockage was detected. The sample was subjected to a leakage test following design input requirements, by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no leakage. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, five (5) retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.